Event description:
A review of a literature article "safety and feasibility of robotic approach to choledochal cysts in adults: a multicenter european experience" was performed. A retrospective observational study of 22 adult patients who underwent robotic surgery for ccs across nine european hepatopancreatobiliary centers was conducted. The study involved 18 women and 4 men. The median age was 51.5 years (iqr 38¿6). During the mentioned da vinci (dv) surgeries, only 1 case required conversion to open surgery. Postoperative complications were observed in 6 patients. Among these, severe complications classified as clavien¿dindo iiib occurred in 2 cases, specifically one case of biliary leak grade b and another case of postoperative abdominal bleeding. Both of these severe complications were addressed using minimally invasive techniques: laparoscopic drainage for the biliary leak and laparoscopic revision of hemostasis for the abdominal bleeding. Additionally, there were cases of less severe complications: 2 patients experienced postoperative type a biliary leakage, 1 patient had a postoperative pancreatic fistula (popf) grade a, and 1 patient had an abdominal fluid collection. These less severe complications were managed conservatively, without the need for surgical intervention. Per the authors, the analysis showed that the consistent perioperative outcomes, including minimal blood loss, no intraoperative complications, and acceptable postoperative morbidity. The advantages of robotic-assisted surgery, such as improved precision and minimally invasive techniques, may contribute to reduced surgical trauma and faster recovery. However, the variability in reconstruction techniques and the incidence of bile leakage highlight the need for standardization to optimize outcomes. While these initial results are promising, larger, long-term studies with comparative analyses are necessary to confirm the superiority of robotic surgery over traditional approaches, particularly in reducing complications and improving long-term patient outcomes. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
No investigation could be performed as the article did not provide any specific information regarding the procedure date or da vinci system identifiers. There was no report of, or indication of, any da vinci product issues. There is no indication that any da vinci products contributed to the reported complications. Isi reviewed the site¿s complaint history, which revealed a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. A system log review was not performed since there is insufficient or unconfirmed event information. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. Citation: valle, b. D., fassari, a., ruzzenente, a., ielpo, b., memeo, r., ferraro, v., piardi, t., spampinato, m. G., libia, a., pessaux, p., giannone, f., melloul, e., stylianos, t., fuks, d., & de blasi, v. (2025). Safety and feasibility of robotic approach to choledochal cysts in adults: a multicenter european experience. Journal of robotic surgery, 19(1). Https://doi.org/10.1007/s11701-025-02258-9.